Event description:
The site was sized for the interbody. While the interbody was being tamped into place with the mallet, it fractured. Three fragments of the interbody were retrieved but not all of the interbody could be retrieved. Parts not retrieved were seated securely in the space.